Event description:
It was reported that undersening was observed while implanting the right atrial (ra) lead. After several repositioning attempts, the helix of the ra lead was unable to retract. The physician alleged a malfunction against the lead. The ra lead was explanted and replaced to resolve the event and the patient was in stable condition.

Manufacturer narrative:
The reported event of helix mechanism issue was confirmed. As received, a complete lead was returned in one-piece. A visual examination revealed the helix was in the retracted position and was clogged with blood and tissue. An x-ray inspection revealed the inner coil was over torqued at the connector region consistent with procedural damage. An x-ray examination of the helix mechanism revealed no anomalies or distortion of the helix that would have contributed to the helix mechanism issue reported in the field. The cause of the reported events was isolated to blood and tissue in the helix region and an over torqued inner coil. The reported event of undersensing was not confirmed. Electrical testing was performed and revealed no indication of conductor fractures or internal shorts. No other anomalies were observed with the exception of procedural damage.